Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had flipped sometime after implant, maybe starting around (B)(6) 2014. She had surgery to replace the ins. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0hay0, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).